Event description:
This solicited device case from (B)(6) was received on (B)(6) 2013 from a consumer via pt support program. The case involves a male pt (age not provided) who complained of no relief from synvisc (sub therapeutic response) and developed spots on knee joint after receiving 6 ml of synvisc injection instead of 2 ml (device misuse). Pt's medical history was significant for osteoarthritis. No past drugs, concurrent conditions or concomitant medications past drugs were reported. On an unspecified date in (B)(6) 2013, the pt received treatment with synvisc injection at a dose of 6 ml instead of 2 ml (route, batch/lot number and expiration date unk) (device misuse) into unspecified knee for an unk indication. On an unspecified date in (B)(6) 2013 (after unk latency), the pt complained of no relief from synvisc (sub therapeutic response). On an unk date in 2013 (after unk latency), the pt developed spots on knee joint (grade four) which were diagnosed in a follow up visit to specialist in (B)(6) 2013. It was reported that pt had long term problems with his knee and meniscus as he played very intense rugby when he was young. The setting for the event was unk. Corrective treatment: not provided. Outcome: unk for events of spots on knee joint and no relief from synvisc. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Serious criteria: medically significant for the event of spots on knee joint. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who had grade 4 spots in knee joint after treatment with synvisc. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, information regarding pt's medical history and allergies to drugs is requested for better assessment.